Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2019-01878. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, dyspnea, leg infections the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea, and leg infections are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. **only if investigation is done already**

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "leg infections" and "shortness of breath". Per the (B)(6) 2012 inferior vena cava filter placement: "the level of the renal veins was marked and the gunther tulip filter was inserted through the introducer sheath to the tip of the sheath and the sheath was pulled back and the filter opened. The level of the filter was checked . The orientation of the filter was checked and then the filter was released. There was good centering of the filter and no complications". Per the (B)(6) 2017 CT abdomen: "an inferior vena cava filter is in place. The tip of the ivc filter is located at the level of the right renal vein. There is a retroaortic left renal vein noted. There is minimal strut perforation of the ivc anterior medially and posteromedially. I see no venous occlusion or thrombosis".